Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle direct fix a and omnisure mesh. Later the patient experienced being unable to void after surgery and failed 3 voiding trials, urinary tract infection, cramping pain, spotting, mesh erosion, extrusion, exposure and scarring. A cytoscopy with mesh excision and urethrolysis were performed.